Event description:
It was reported that during a lap urological procedure, the device was not activated at the beginning of the procedure. The device was not activated when it was connected to erbe, when the device was connected to force triad (covidien), it was activated, but it cut even though the control switch of coagulate side was used. Another device was used to complete the case. There were no adverse consequences to the patient. One device will be returning.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. The device was received in good physical condition. The instrument was tested for continuity and a short circuit was found at the medical plug resulting in activation of the cut function of the instrument regardless of which button was pressed. No conclusion could be reached as to what could have caused the short circuit in the medical plug.